Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery catheter (sdc) was returned for analysis without a stent or the manifold and strain relief hub. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon fold were open and media was noted in the balloon. The balloon appeared subjected to positive pressure and a vacuum pulled on the balloon. A visual and microscopic examination of the tip found damage to the tip. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and tactile examination of the hypotube found a hypotube break and multiple hypotube kinks. A hypotube break was identified 144cm proximal to distal edge of tip the portion of device proximal of break site including strain relief and manifold hub not returned. The effective length of the catheter must be 144 +/- 5 cm. Effective length is defined by the end of the strain relief to the distal tip of the catheter. Therefore the break occurred at a site 0 to 5cm distal to the distal end of the strain relief. Manifold and strain relief hub not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-july-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. A 3.00 x 16 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Dilatation was performed again using a maverick balloon catheter and the procedure was completed using another synergy drug-eluting stent of a different size. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.